Event description:
Reporter stated there is a black line on the display of the blood glucose monitor, which could interfere with viewing the therapy information. The monitor was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The meter was confirmed for a display defect; a solid vertical line appears on the middle of the meter screen. The location of the vertical line on the display does not distort the digits; therefore, misinterpretation is not possible. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure. Failure analysis reported that this meter was manufactured after lcd improvements were implemented. These product / process improvements were put into place to reduce the occurrence of this type of defect. Since this meter was manufactured after these improvements, a new investigation was opened, and has been documented. The risk associated with this failure has been assessed per local procedures and it was determined that, due to low severity and/or occurrence tied to this issue, no further root cause analysis or action towards a CAPA was required.